Manufacturer narrative:
H2: additional information on h6 (health effect - impact code). H3, h6: the reported device was received for evaluation. A visual inspection revealed that the suture and anchors were not returned. The depth limiter button was in the default position. The actuator tip was in the t1 position. A functional evaluation revealed that the actuator tip functioned as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the anchor material documentation found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the enclosed image shows the distal portion of a fast fix device. The suture and anchors are not visible. Based on the condition of the product material found during visual inspection no fracture of the implant could be confirmed. Additional material testing is not required. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time. H11: h2: correction on e2 and e3.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a meniscus repair procedure, the t1 of the fast-fix 360 curved broke, the broken pieces were removed with tweezers. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.